Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call receiving multiple sensor error alerts. The customer removed the sensor and found the cannula was missing. Customer stated the cannula was not in her body. The customer opened up the sensor to check but cannula was not there. Blood glucose at the time of incident was 140 mg/dl and during the call was 110 mg/dl. The sensor would be replaced and returned for analysis.